Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the elevated blood glucose reading of 399 mg/dl, and she experienced the symptoms of increased urination and nausea. The patient reported she had been ill with bronchitis for two weeks, and suffered the symptoms of fatigue, stomach upset, coughing, weakness and chills. The patient is on antibiotics for this infection. The patient noted her diabetes educator recommended a temp basal program for the patient last week. Troubleshooting revealed all pump settings, programming, date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. It was also determined the patient was using refrigerated insulin in the pump, which can contribute to air bubbles and under-infusion of insulin. The patient's technique was incorrect by using refrigerated insulin in the pump. There was no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.